Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and subsequent surgical intervention; however, no details have been provided. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2017, the patient underwent surgery for repair of a left inguinal hernia. Two bard/davol perfix plugs, were implanted to repair the hernia defect. It is alleged that on or about (B)(6) 2019, the patient underwent an additional surgery for the removal of the defective mesh. It is also alleged that the patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. It is alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and continues to suffer from chronic pain, psychological stress, depression and has undergone and will likely require in the further other forms of care and medical treatments. It is further alleged that the device was defective.